Event description:
Additional information was received from the consumer indicated that the patient experienced a burning sensation around the pump each time they bloused. They caller stated that accumulation of fluid had developed on top of the pump "similar to a hernia". It was noted that the surgeon thought the fluid could possibly be cerebrospinal fluid. It was reported that a cat scan and dye study were performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone (15 mg/ml at 2.998 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient suspected their pump had been leaking for about three weeks now." The patient thought the pump had been leaking from the port because when he did a bolus he had a "discomfort" sensation at the pump site. It was noted they had to poke him five times to fill the pump at the last fill. The patient asked the doctor how they would be able to check to see if there was a leak and the doctor would not answer the question. The patient was calling today to see if there was a way to check to see if the pump is leaking.  The issue was not resolved through troubleshooting.